Event description:
Caller reported a malfunction on pump. There was no adverse impact to customer¿s blood glucose level. Cts provided pump reset information and assisted caller with resetting pump, after which same malfunction code did not recur. Customer was advised to continue using pump and to call back if any malfunction code recurs.